Manufacturer narrative:
Received one asm-evac1 opened in original packaging. The lot number of the device cannot be verified. A visual inspection was performed, and cracks were found along the bottom of the filter near the white housing cap. A functional test was performed using airseal ifs system air seal mode. Air was felt leaking from around the tubes while air seal was initiating. Tubes examined and an open breach could not be detected. The air seal test was performed a second time and the air leak was felt again and air seal failed to activate. Additional information indicates that the device was inspected prior to use and no damage was found; based upon the information, it appears that device was damaged during use. A device history record review could not be conducted as a lot number was not provided. A lot history review could not be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 1 complaint, regarding 1 device, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that failure to follow the instructions for use can lead to serious surgical consequences. The instructions for use do not include descriptions or instructions for surgical techniques or laparoscopic procedures. It is the responsibility of the physician performing any procedure to determine the appropriateness of the type of procedure to be performed with the use of these products and to determine the specific technique for each patient. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
Additional FDA product code: gcj. Manufacturer narrative: the reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, asm-evac1, was being used during a robot assisted radical prostatectomy on (B)(6) 2021 when it was reported "three hours after the start of insufflation, while using the air-seal mode, the set pressure was increased to 20 mmhg to control bleeding, however the actual pressure did not increase and the intra-abdominal space could not be secured. As the customer heard gas leaking from the airseal unit, he removed the tube from the unit. He found a crack in the filter housing part, so he replaced the tube with a new one and continued the surgery. During the same surgery, the pressure setting had been raised and lowered several times between 10 and 15 mmhg, and the unit was working fine at that time." The reporter stated that the device had been inspected prior to use and no damage was found. The procedure was completed with an alternate device after a 30-minute delay. According to the surgeon, unnecessary bleeding occurred due to the malfunction of the device. The amount of bleeding is unknown. This report is being raised on the basis of injury due to unable to control bleeding due to device malfunction.